Event description:
A stryker surgilav was found on the shelf which had been retrieved for a case, the plastic case which contains the batteries was melted and opened, exposing the batteries which were blackened. There was black particles loose but contained within the packaging. A hole was melted in the hard plastic packaging.